Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not test their blood glucose level. During the system check with tandem technical support, it was determined that the infusion set and site should be changed. Reportedly, the customer did not want to remove the infusion set.